Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male patient, the device failed to cardiovert the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the ECG data from the event was returned and evaluated. Review of the data found that the qrs sync marker detection was sensed within the qrs complex. The qrs detection signal is filtered by a special band pass filter tuned to have it's greatest amplitude output or energy based on a typical qrs signal frequency. This detection signal is delayed slightly from real-time input. The detection helps reduce false detections on typical qrs complexes. However, with abnormal complex morphology, low qr amplitude, or wide qrs width, most of the qrs energy is shifted to the rs time and the sync may occur in this time of the qrs segment. The data indicates that this is occurring in the patient for this case. Based on our review of the data we have concluded that the log showed no indication that synchronized cardioversion was affected by an internal pacemaker. Analysis of reports of this type has not identified an increase in trend.